Event description:
Allergic reaction injection sites (swelling in knee joint,knee infusion,knee redness, increased c-reactive protein, increased eosinophils) information was received in 2005, from a physician regarding a pt, initials h-e, with an unknown medical history who experienced an allergic reaction, increased c-reactive protein, and increased eosinophils. They began treatment with synvisc on an unk date. The pt received the series of three synvisc injections on an unknown date. On an unknown date after the third injection, the pt experienced an allergic reaction. Increased c-reaction protein and increased eosinophils. There was no sign of infection. At the time of this report, the outcome of the pt was unknown. Additional information was received on mar-2005 from the physician. Following the third injection on an unknown date, the pt experienced swelling in the knee joint, effusion and redness. The physician performed an aspiration of the knee joint on an unknown date. Laboratory testing revealed on elevated c-reactive protein, eosinophil granulocites in aspirate, and no bacterial infection. The pt was treated with nsaids and an injection of corticosteroid (lipotalon) on an unknown date in the course of the event. The physician reported the pt's outcome was full regression.